Event description:
It was reported that there was an undetermined "large amount" of serosanguinous fluid in the pump pocket. A month prior to the date of this report, a nurse found a pocket of the serous fluid in the patient's pump pocket. A catheter dye study was ordered to determine if there was a possible leak of cerebrospinal fluid at the catheter site, but the results were unknown. A computed tomography scan confirmed a "large pocket of sero-sanguinous" fluid. A pocket and possible catheter exploration was scheduled for (B)(6) 2012. The drug in the pump was unknown. Additional information reported that the patient's cardiologist made him get a cardiac clearance before the pump exploration. The patient had a heart catheterization, and he "crashed" on the table. The patient ended up in the cardiac care unit on (B)(6) 2012. The patient was still on the schedule for the pump exploration with a possible pump and/or catheter replacement.

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that exploration surgery was done and there was a ¿small bleeder¿ in the pump pocket. The ¿small bleeder was cauterized and closed.¿ the patient outcome was noted as ¿doing well.¿

Manufacturer narrative:
(B)(4).